Event description:
It was reported that a one link bonded micro bore extension set had a leak. The leak occurred upon disconnection of the syringe (non-baxter product). The one link extension set and catheter (non-baxter) were primed with normal saline. When the 3ml syringe was connected to the one link blood sprayed into the syringe. The syringe was disconnected and a small amount of blood mixed with saline spilled on the floor. The syringe contained a chemo/nuclear tracer. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.